Event description:
It was reported, that the patient presented in the clinic with atrial lead dislodgement. The dislodgement was confirmed, via x-ray. The atrial lead was explanted and replaced. The patient was stable.